Event description:
It was reported that the patient sustained burns after use of a level 1® equator® convective warming system. The patient was warmed intraoperatively for an orthopedic procedure lasting a little over three hours in duration. The temperature on induction was 34.4 degrees celsius. Temperature during surgery never exceeded 36 degrees celsius per the anesthesia record. During the case, the unit alarmed at the 44 degree celsius setting, and the circulator noted it was fluctuating between 44 and 47 degrees celsius. The blanket was disconnected at this time. Upon removal of the surgical drapes, the skin integrity issues were visible and called to the attention of the attending. The patient was noted to have blisters and burns to the chest; below the right nipple and on the left lateral side. Other areas of redness were noted over the chest. Treatment measures were initiated per the wound and skin team. Silvadene ointment was applied to the burns, and the patient was monitored. No permanent injury was reported.

Manufacturer narrative:
One used convective warming system was received for evaluation, along with a hose. The hose serial number did not match the device serial number. During the unit's functional evaluation, the over-temperature set points were checked at each setting and found to be operating within specification at each. At the 36-degree setting, the over-temperature set point was 39 degrees; at the 40-degree setting, the over-temperature set point was 43 degrees; and, at the 44-degree setting, the over-temperature alarm was 46 degrees (all temperatures celsius) respectively. Audible alarm was neither present at the power-on sequence nor during over-temperature alarm checks. A temperature probe and voltmeter were installed on the unit, and the pump set to the 36-degree setting and run for two-and-a-half hours. The temperature output was then measured, and found within manufacturing tolerance at 36.75 degrees. The pump was then set to the 40-degree setting, and run for two-and-a-half hours. The temperature output at that setting was found within manufacturing tolerance at 39.84 degrees. The pump was then set to the 44-degree setting, and run for two-and-a-half hours. The temperature output at that setting was found within manufacturing tolerance at 44.75 degrees. All recorded temperatures were found to be within specification. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.